Manufacturer narrative:
Product event summary- the device was returned and analyzed. The device met <(><<)>83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 5076-52, right atrial (ra) lead; implant: (B)(6) 2010; model: 419688, left ventricular (lv) lead; implant: (B)(6) 2010. (B)(4).

Event description:
It was reported that an intervention was required to remove and replace a bi-v implantable cardioverter defibrillator (ICD) due to premature battery depletion. No patient complications have been reported as a result of this event.